Manufacturer narrative:
The device has not been returned /received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the needle had not deployed. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the viewing window and the linkage assembly was in a not deployed state. The device delivered 45 first prime pulses before being deactivated at 61 pulses. The download data showed time outs and drive stalls. The drive stall resulted in the firing flat not being properly aligned at the end of priming which caused the needle to not deploy. The device was reset and rerun. During the rerun process, the needle deployed as intended. The rerun data did not reproduce the timeouts or drive stalls. No other issues were found with the needle mechanism. The voltage of top battery was measured to be low. Corrosion was observed on the top battery which resulted in low battery voltage. The ¿shelf mode current was observed to be within specification. It could not be conclusively determined how the corrosion occurred and if it contributed to the reported event.